Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a partial knee arthroplasty, one of the teeth of the spherical cutter fractured. No additional information is known.